Manufacturer narrative:
H3 - device evaluation: lens was returned in vial, in liquid. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
The reporter indicated that a 12.6mm, micl12.6, -9.0 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. Significant reduction of irido-corneal angles, elevated iop, blurred vision, glare/haloes, and excessive vault were observed, the lens was exchanged for a shorter length lens on (B)(6) 2021 and the problem was resolved. Cause of the event is reported as patient-related factor, "unusual anatomy". Reportedly, "all looks good, much less glare in new lens per patient." D9- changed to (B)(6) 2021. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, micl12.6, -9.0 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. Significant reduction of irido-corneal angels, blurred vision, glare/haloes, and excessive vault were observed, the lens was exchanged for a shorter length lens on (B)(6) 2021 and the problem was resolved. Cause of the event is reported as patient-related factor, "unusual anatomy". Reportedly, "all looks good, much less glare in new lens per patient."